Event description:
It was reported when the device was used in a laparoscopic colon resection, a trocar was inserted into the device for insufflation and it tore between the upper ring and the sliding gear. Another device was open to complete the case. There was no patient consequence.